Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bottom of the rigid endoscope telescope was broken. The issue occurred during inspection prior to use, and there were no reports of patient involvement.